Manufacturer narrative:
Distributor reported the softec I iol appeared "hazy" under slit-lamp after operation, however, the lens remains implanted. Lenstec completed a batch review and no discrepancies were found as it relates to batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the device had been carried out correctly. Batch reconciliation was 100%. No other tests could be completed as the lens remains implanted. Once additional information about the event is obtained, a supplemental report will be filed.

Event description:
Iol reported to be "hazy" under slit lamp after operation.